Event description:
On (B)(6) 2017, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on the evening of (B)(6) 2017. The reporter claimed blood glucose readings of ¿126 and 506 mg/dl¿ were obtained with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The reporter claimed that on the evening of (B)(6) 2017, after the alleged issue began, the patient was admitted to hospital with ¿low blood sugar¿ where she was treated with food and/or drink. The reporter claimed the patient¿s blood glucose was tested on a laboratory device but was unable to provide the result obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. The csr noted the reporter did not have control solution available to test the subject meter. Product was replaced and requested back for investigation. This complaint is being reported because the patient reportedly received hcp treatment for an acute complication of diabetes after the alleged inaccuracy issue began.